Event description:
A hospital in (B)(6) reported via a distributor that the expiratory limbs of three rt340 evaqua breathing circuits were found to be damaged. This was found prior to patient use.

Manufacturer narrative:
The complaint rt340 adult dual-heated evaqua breathing circuits are en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up will be provided upon completion of our evaluation.

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuits (1x lot 130807, 1x lot unknown & 1x lot 130903) were returned to fisher & paykel healthcare (fph) in new zealand and were visually inspected. Results: devices 1 & 2 (lot 130807 & unknown): visual inspection revealed that the evaqua expiratory limbs had a small hole. In one device the hole was 580 mm from the proximal connector and in the other 670 mm from the proximal connector. Device 3 (lot 130903): visual inspection showed the evaqua limb was pulled and stretched 480 mm from the patient end connector. A lot check revealed no other complaints of this nature for the lot number 130903 and three similar complaints for lot 130807. Conclusion: based on our evaluation, the complaint expiratory limbs in devices 1 & 2 appear to have been punctured or scratched with a blunt object. The evaqua limb in device 3 appears to have been milked or stretched during handling. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via a distributor that the expiratory limbs of three rt340 evaqua breathing circuits were found to be damaged. This was found prior to patient use.